Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that every once in a while the patient will have a ¿hard jolt¿ with a position change or laugh. They noted their settings were okay until they can get a new patient programmer. (B)(4). No outcome or intervention were provided however additional information has been requested and if received a follow-up report will be sent.